Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, upon insertion of the sensor, the whole sensor wire fell out after rocking out the applicator, in the insertion process. The sensor insertion was at the buttocks on the (B)(6) 2015. There was no report any injury or medical intervention. No additional even or patient information is available. No product or data was returned for investigation, however, a photograph was provided which confirmed the alleged malfunction.